Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported the patient's controller had a bent pin which would not allow for proper connection with the battery. There was no reported patient injury related to this event. The controller was taken out of use a new controller was issued to the patient. The reported controller was returned to the manufacturer and evaluated. Upon evaluation the returned controller passed visual inspection and functional testing. The root cause for the reported event cannot be conclusively determined as no failure could be detected for the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation the instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the controller had a bent pin and could not connect to a battery. The patient's caretaker attempted to fix the bent pin with scissors. A controller exchange was performed. The controller was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.